Event description:
It was reported that the external pulse generator was not measuring the pacing rate properly. The generator was changed out and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case and both bail covers are broken. Ring cover is contaminated. Battery contacts are compressed. The ring is bent. Lcd (liquid crystal display) is missing the right hand columns on the lower part of the display.